Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: at 8:30 on (B)(6) 2019 the nurse in charge gave the patient a needle puncture and found that there was residual blood in the needle, which should be replaced immediately. Injury performance: the indwelling needle has residual blood and cannot be returned to the body.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither a photo or sample was provided making it impossible to observe the failure mode. Root cause could not be determined.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: at 8:30 on (B)(6) 2019 the nurse in charge gave the patient a needle puncture and found that there was residual blood in the needle, which should be replaced immediately. Injury performance: the indwelling needle has residual blood and cannot be returned to the body.